Manufacturer narrative:
The event of other-medical is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: other-medical "feels sick".

Event description:
Patient reported "they were feeling sick" and "devices were green". This record is for the right side. Device was explanted.